Manufacturer narrative:
Product event summary: it was reported that patient was experiencing beeps or critical battery alarms. Six batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The reported event could not be confirmed via log analysis since log files covering the event date were not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with "beeps" are most often attributed to momentary disconnections between the controller and batteries. However, the reported event could not be confirmed as the devices performed as expected and log files were not available. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event:  heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650- / expiration date: UDI #: asku, return date: 2017-10-13. Heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650- / expiration date: UDI #: asku, return date: 2016-10-02. Heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650- / expiration date: UDI #: asku, return date: 2016-10-02. Heartware ventricular assist system ¿ battery, battery /(B)(4)/ model #:1650- / expiration date: UDI #: asku, return date: 2016-10-02. Heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650- / expiration date: UDI #: asku, return date: 2016-09-30. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came into the clinic to troubleshoot phantom beeps emitted by the controller. The controller did not display any alarms during the beeps. Six batteries were exchanged. No patient complications have been reported as a result of this event.